Event description:
It was reported to target that during the embolization of a spinal arterio-venous malfunction, while trying to manipulate the catheter more distally, contrast was seen extravasating proximal to the catheter's tip. Clinical outcome was satisfactory for the procedure and the pt was reported in good condition afterwards.